Manufacturer narrative:
Visual examination of the returned implant (3.8mm x 16mm) revealed that the implant lobes showed minor deformation where the driver makes contact. The deformation is more significant on the clockwise side of the lobes as expected since this is the direction of insertion. The extent of the deformation indicates that firm axial pressure may have been applied to the implant using the driver as firm pressure is recommended during implant placement. There were also some marks on the top surface of the implant and also where this surface intersects the internal taper. Most likely these marks appear to be from forceps or another instrument used to remove the driver from the implant. The deformation was consistent between all lobes suggesting that the driver was installed axially with the implant, as this is an indication of proper driver engagement. The location and extent of the deformation is expected with normal use of the implant driver as a result of an intended friction fit between the driver and implant. Visual examination of the returned driver was also performed and revealed the driver is a wide diameter which is meant to be used with a 5.5mm and 6.5mm diameter implants only. The driver was returned unattached to the implant. Due to the geometry of the driver, it cannot physically fit into the returned 3.8mm x 16mm implant. The driver lobes looked good, with the exception of deformation on the tapered portion of one lobe in the area where it makes contact with the implant. This is expected with normal use of the driver. There appeared to be a slight difference in surface finish in the area of the tapered lobes where it contacts the implant as this is normal when two metal components come in contact. Root cause is unable to be determined due to the incompatibility of the returned parts. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. (B)(4).

Event description:
The complainant reported that the clinician attempted to place the implant in a patient, but the implant driver became stuck to the implant (fdi site number unknown). There was no indication from the complainant of any adverse effect to the patient as a result of the reported product problem.